Manufacturer narrative:
Siemens has completed the investigation. Upon receipt of the unused cassettes from the same lot which the customer returned, siemens performed investigational testing. Based on the data collected, the customer reported false negative hcg was not observed.

Manufacturer narrative:
Siemens has requested for the reagent and patient sample to be returned for further evaluation. Investigation will begin once the materials have been received. The cause of this event is unknown.

Event description:
Customer reported that they received a false negative hcg result compared to an ultrasound and retesting of the same sample on the same instrument. There is no report of injury due to this event.